Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with no display and prompted "pacer fault 116", "pacer disabled", "defib disabled" and "defib fault 72" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of errors "pacer fault 116", "pacer disabled" "defib disabled" and "defib fault 72" was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The customer's report of "no display" was not replicated or confirmed. The battery interconnect board and multi-function retainer were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend